Event description:
Review of service data has detected a reportable event. During servicing, monitor sn (B)(4) was found to fail a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed a pulse test. The cause of the failed pulse test was improper solderability of pin 5 of component t3 on the defibrillation board. Component t3 is a biphasic circuit igbt gate drive pulse transformer. The root cause of the improper solderability cannot be positively identified but is likely assembly error. No adverse event resulted from the defective components. The patient received a replacement monitor.